Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from april 7, 2020 - april 8, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. It was further reported that there was a bit of pressure when flushing the peripherally inserted central catheter (PICC) line. The device had been filled with flucloxacillin 8000 mg plus citrate buffer in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.